Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the three trays having issues with the foley being attached to the tubing in the tray and while pulling apart it will stick (lot #ngkx4636, lot #unk) and they are seeing holes in the foley. Then the foley used to be in a blue plastic sleeve and they would remove it, now it was not and the foley was up next to the tubing. And another one was not used on a patient (lot #unk) it was opened in the room and immediately take out upon inspection.